Manufacturer narrative:
Approximate age of device - 1 day. The device was returned, evaluation is not complete.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed based on the evaluation of the returned device. In addition, power elevations were observed in the log file that was submitted for evaluation; however, a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Upon disassembly of the returned pump, depositions of tissue and blood were found extending from the lumens of the knitted graft and inlet elbow, throughout the pump, and into the lumens of the outflow elbow and outflow graft. All of the observed depositions appeared to have been exposed to a fixative agent prior to being returned. As a result, the composition of the depositions could not be conclusively determined. The depositions appeared to have developed due to poor surface washing as the result of a low flow state or an interruption in flow through the pump; however, a specific cause for a low flow state or interruption in flow through the pump could not be conclusively determined. The depositions found in the pump would have created additional resistance on the spinning rotor, potentially contributing to the power elevations that were observed in the submitted log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. . The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. Bleeding and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that one day later, the patient experienced gi bleeding and the device was alarming for low flow. The pump speed was 8400 rpm. On the second post-operative day the patient underwent an ileostomy procedure. At an unspecified time later, the vad team suspected pump thrombosis. No specific information regarding the post-operative course was provided. Lvad support was subsequently discontinued on (B)(6) 2015 and the patient expired.